Event description:
It was reported that the pt was hospitalized for "flu symptoms", the clinic was not contacted at that time. The pump contained morphine sulfate 20 mg/ml at a daily dose of 9.5 mg. At a subsequent pump refill, approx 3 mls were aspirated; the expected reservoir volume was 35 mls. A catheter dye study was attempted in 2008; the hcp was unable to aspirate or irrigate the catheter. The pt then reported tingling in legs. An MRI was performed and revealed a "small granuloma at the catheter tip". A catheter revision was performed on four days later. The catheter was removed and replaced. The pump was replaced with a smaller pump, due to pt's significant weight loss. The pt recovered without sequela.

Manufacturer narrative:
Results: used for the catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.